Event description:
During calibration the icp probe of the olm intracranial pressure monitoring kit could not be calibrated. When the monitor was used with another probe the unit functioned properly. There was a delay in surgery however, the amount of time the surgery was delayed was not available. The product was in contact with the pt and there was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.